Event description:
A patient was undergoing a procedure to a 2.14mm proximal lad with 68.6% steonsis. The target lesion was a 32.33mm de novo, concentric, diffused, bifurcated, type c lesion, with no calcification or tortuosity. A radial approach was used pre-dilation was conducted with a balloon (2.25/20mm) at 14atm. Inflation time was unknown. Cypher (2.5/23mm) was implanted was implanted at 18atm within 15 seconds. Cypher (3.0/28mm) was implanted at 18atm for 16 to 30 seconds at the proximal end of the initially implanted cypher, overlapping it. Post-dilation was conducted with a balloon (3.0/15mm) at 18atm. Inflation time was unknown. Timi flow before and after the procedure was 3. Residual stenosis was 11.2%. Ivus was conducted. Five months later, follow up coronary angiography (cag) was conducted and 90% focal restenosis was observed visually inside the proximally implanted cypher. The patient didn't show any symptoms. Two days later, poba was conducted to treat the restenosis with a maverick ii 3.0/15mm balloon. Inflation time and pressure were unknown. Residual stenosis was 25%. The patient was discharged the following day in stable condition.